Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly, which led to a pump shutdown. The customer's blood glucose (bg) was 504 mg/dl with trace ketone level. Customer addressed elevated bg by administering a bolus via the pump. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.